Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was noticed that the btt port was occluded. However, after looking at the port later, they were able to clear the obstruction by readjusting the blue valve inside the co2 connection site. It was not being compressed prior to turning it slightly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A visual inspection did not identify any non-conformities. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerged in water; no leak was observed. The co2 insufflation port was tested; air would not flow through. Adhesive was observed in the insufflation opening on the body. Based upon the evaluation results, the reported complaint was confirmed. Additional testing required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).